Event description:
It was reported that during an implant attempt, the left ventricular (lv) lead lobe would not open, resulting in an inability to position the lead. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the tines/lobes of the lead became extrinsically distorted. (B)(4).